Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2016 with the following findings: during investigation, the pump powered on and revealed a dim, fading and discolored display. Unrelated to the original complaint, investigation revealed multiple cracks in the battery compartment. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged and punctured. The audio bolus button was found to be unresponsive during testing. The audio bolus button cover was removed and moisture was found inside the audio bolus button contact. The pump was opened; no further evidence of moisture was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.